Event description:
It was reported that this implantable pacemaker device had rapid battery depletion with less than three months longevity. Also, it was noted that the device had a high-power consumption with very low outputs. Engineering analysis confirmed that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pacemaker atmosphere. It was suggested to replace the device. To date, the device remains in service. No adverse patient effects were reported. The evidence suggests that this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker device had rapid battery depletion with less than 3 months longevity. Also, it was noted that the device had a high power consumption with very low outputs. Engineering analysis confirmed that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pacemaker atmosphere. It was suggested to replace the device. To date, the device remains in service. No adverse patient effects were reported.